Event description:
Med trans setting. Pt intubated. Co2 on zoll registered at seven and then went to zero. Reverified lung sounds bilaterally and tube check performed x 2 staff members. Second check donw on co2 zoll registered at zero. Co2 detector placed on propac and read zero. Verification done once again by bilateral lung sounds. Correct intervention measures taken by staff.